Event description:
The saf-t-centesis device malfunctioned and did not retract. The device was checked before using it on the patient, so a patient was not affected, however I want to report the device malfunction. I have saved the device and product packaging for review if needed.